Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first stapler partially fired. On the other handle the second stapler was completely squeezed by the surgeon but the device did not fire. Finally, the third stapler was difficult to be loaded on the reload.